Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). A device history record review (DHR) was conducted which indicated all inspections were completed and no issues were noted during manufacture. Four photos were received for evaluation. During visual inspection of the photos, no defects appeared in the pictures.there are process controls in place for the failure mode reported. However, the root cause cannot be addressed since no defects were detected in photos received for evaluation. No corrective actions were taken since the complaint was not confirmed.

Event description:
Information was received indicating that a smiths medical trach tube was tested prior to insertion and it seemed to be lopsided and not inflating properly. It was inserted into the patient and was not able to remain inflated. Inflation was attempted two times while in situ without resolution. The cuff was taken out and then found to not be inflating at all. A new trach was used to resolve the issue. There were no reported adverse events.